Event description:
It was reported that the right ventricular lead was explanted due to oversensing, which resulted in several inappropriate shocks, and an apparent lead fracture. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead was explanted due to oversensing, which resulted in several inappropriate shocks, and an apparent lead fracture. The lv lead was also explanted and replaced due to dislodgement and positioning difficulties. No further patient complications have been reported as a result of this event. A 3500a was received and reports that "thirty seven inappropriate automatic implantable cardiovascular defibrillator discharges secondary to ventricular over sensing. Interrogation shows patient probably has lead fracture."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor was fractured; distal segment was returned for analysis. Evaluation summary: no anomalies were found; proximal segment was returned for analysis. It was reported that the right ventricular lead was explanted due to oversensing, which resulted in several inappropriate shocks, and an apparent lead fracture. The lv lead was also explanted and replaced due to dislodgement and positioning difficulties. No further patient complications have been reported as a result of this event. A 3500a was received and reports that "thirty seven inappropriate automatic implantable cardiovascular defibrillator discharges secondary to ventricular over sensing. Interrogation shows patient probably has lead fracture." Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event lead(s), fracture of oversensing shock, inappropriate.